Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a low blood glucose value. Customer blood glucose value at time of incident was 52 mg/dl and current blood glucose value was 52 mg/dl. Customer other blood glucose value was 110 mg/dl. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical services dispatched as a result of low blood glucose values. Customer was used auto mode feature and did not allege insulin pump was over delivering of insulin. The customer was treated with food. The device will not be returned for analysis.